Event description:
Per complaint (B)(4), a patient's buccal bone fractured while loading their dental implant during clinical procedure. Lack of primary stability was also noted. The implant was removed, and the procedure was completed within the same visit. No additional adverse patient consequences were reported.